Event description:
The customer reported to philips healthcare that the "ac backpack and cord - when power up, will not work" on the heartstart mrx. The unit will not charge. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.